Manufacturer narrative:
B3. Date of event: actual event date is unknown; approximated to first day of boston scientific aware month. D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was noticed that the cuff had fluid loss, the fluid would transfer from the cuff back into reservoir when moving between standing/sitting resulting in the patient experiencing urinary incontinence. The cuff was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown; approximated to first day of boston scientific aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was noticed that the cuff had fluid loss, the fluid would transfer from the cuff back into reservoir when moving between standing/sitting resulting in the patient experiencing urinary incontinence. The cuff was explanted and replaced. No further patient complications reported.